Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The surgeon was unwilling to complete the questionnaire. (B) (4). (B) (4).

Event description:
Adverse event(s): "decrease in quality of vision" (vision, impaired); "discomfort/pain/vision discomfort" (pain); "mental confusion" (no code available). Product problem(s): "none reported" (no info [iol(intraocular lens) implant]). A surgeon reported, a pt experiencing a decrease in her quality of vision, discomfort, pain, and mental confusion due to the vision discomfort following intraocular lens (iol) implant surgery. The surgeon was unwilling to complete the questionnaire.